Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed. Analysis of the pcu event log shows the device was infusing an unidentified medication at a rate of 7.5ml/hr. At 11:19 am on (B)(6) 2016, the dose was manually changed to 100 mcg/hr, which made the rate 10ml/hr. At 12:54 pm, a remote transmission was received for (drugid 306) to infuse at 10ml/hr with a vtbi of 100ml. At 12:57 pm, the dose was manually changed to 35 mcg/hr, which made the rate 3.5ml/hr. At 1:48 pm, the dose was changed to 50 mcg/hr, which made the rate 5ml/hr. The dose was not manually changed to 100mcg/hr prior to the dose being changed to 50 mcg/hr. At 1:53 pm, a rapid bolus of 25 mcg was programmed. At 1:55 pm, the dose was manually changed to 100 mcg/hr, which made the rate 10ml/hr. At 4:40 pm, the device was channeled off. The volume recorded as being infused during this period was 49.645ml. The root cause of the underinfusion was identified as user programming. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The (B)(6) reported an event that occurred on ¿(B)(6)¿ day with epic interoperability in which a pump appeared to have changed its infusion rate. The intended infusion was fentanyl at 100mcg/h. The infusion had been in progress with 35 ml remaining in a 100ml bag when the fentanyl order from epic was associated with the pump at 12:53. This is not a bd supported workflow because the order would be for a full bag, therefore the it nurse who made the cutover to epic utilized a ¿work around¿, first sending the order and then modifying the volume to be infused (vtbi) at the pump.